Event description:
The surgeon reported via the sales rep who was present at the procedure, that he was unable to fit the inserts into the 10 hole locking compression plate. It was further reported that the surgeon tried a different set of inserts, but was also unable to fit these. It was further reported that the surgeon tried the same inserts in a 8 hole compression plate, and they fitted correctly. It was further reported that as no other 10 hole plates were available, the surgeon implanted this plate, but that the pt is being brought back for an additional procedure in 2008, to revise this plate. It is further reported that the pt was being treated for a humeral fracture and was under a general anesthetic.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.